Event description:
It was reported that during prostate procedure, there was decrease in fiber vaporization at 56, 643 joules. It was reported that the procedure was completed with a turp. Patient outcome: "no harm to the patient; outcome of patient ok".